Manufacturer narrative:
Upon receipt at our post (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device indicated that a reset had occurred.

Event description:
Boston scientific received information that during a check with a magnet this device exhibited 100ppm. Approximately 89 days later, the device declared end of life (eol). Technical services discussed device replacement. Additionally, it was reported that the patients' physician alleged a shortened device longevity. A device replacement procedure was performed and the device was explanted without complication. No adverse patient effects were reported as a result of this clinical observation. The device was returned to allow for reliability analysis.